Manufacturer narrative:
Device evaluation: one smiths medical cadd cassette reservoir was returned for analysis in a used condition inside a plastic bag. Visual inspection was performed under normal conditions of illumination and no discrepancies were found. Accuracy test was performed, the sample was connected to the cadd legacy plus and a balance mettler toledo to look for unusual function; no discrepancies were detected, the accuracy test was successfully passed. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths cadd® medication cassette has caused under delivery. It has been noted that a percent of the volume always remains after infusion stops. The patient did not receive prescribed amount of medication but there was no reported serious injury to the patient.